Event description:
It was reported that the atrial and ventricular connectors were "destroyed" on the external pulse generator and that no bails, ring, covers or screws were sent it was further noted in the technical services call that the output connector was broken. The generator was returned for service. It was reported that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricle output connector is broken. Both output connectors are contaminated on the inside. Both bail covers, ring cover, two case screws, ring cover screw, both bails, and ring are missing. Upper and lower case halves are broken, contaminated, and damaged. Battery flex, battery release, and heart block are contaminated. Lead flex cover and battery flex are corroded. One printed circuit board flex is creased. Heart wire contacts are patinated. Battery drawer is broken, contaminated and damaged. Serial number label is torn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.